Event description:
It was reported that patient was implanted on the right side and underwent a revision surgery due to elevated levels of cobalt. A sensitive swelling filled with brown liquid was noticed at the surgical site.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: metasul ldh, head, 44, code j, taper 18/20; catalog#: 01.00181.440; lot#: 2496861 unknown hip stem; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2020. Additional information was received on apr 30, 2021. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on the right side and underwent a revision surgery due to elevated levels of cobalt. A sensitive swelling filled with brown liquid was noticed at the surgical site.

Manufacturer narrative:
Additional information was received on apr 30, 2021. The manufacturer received the device on jun 16, 2021. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer switzerland manufacturing gmbh will close this case. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient was implanted with a durom acetabular component on (B)(6) 2011. Patient underwent a revision surgery on an unknown date due to increased cobalemia (elevated levels of cobalt). Also, a sensitive swelling filled with brown liquid was noticed at the surgical site. 2. Review of received data: no further due diligence required as all required information to support the conclusion is available/was already requested. 3. Product evaluation: visual examination: on the articulation side of the durom cup numerous fine scratches are visible. On the anchoring side only slight remains of remains of bone attachments, some polished spots and some damage from the revision surgery can be observed. The metasul ldh and the head adapter are still assembled. The articulation surface of the metasul ldh shows several slight scratches. There are some isolated nicks and scratches probably deriving during or after removal. Nothing conspicuous can be observed on the articulation surface of the head. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: the quality records indicate that this component met all requirements to perform as intended. Conclusion: it was reported that the patient was implanted with a durom acetabular component on (B)(6) 2011. Patient underwent a revision surgery on an unknown date due to increased cobalemia (elevated levels of cobalt). Also, a sensitive swelling filled with brown liquid was noticed at the surgical site. Reported event state that a sensitive swelling filled with brown liquid was noticed at the surgical site which conforms to the fretting and corrosion found on the inner taper surface of the head adapter. It is possible that these surface changes contributed to increase cobalt level. However, the reason for the surface changes on the head adapter cannot be determined based on the current available data, but its cause is multifactorial. The conditions of mounting of the large diameter head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. The visual examination of the surfaces connecting the head with the head adapter was inconspicuous. Further, visual examination showed changes due to fretting corrosion on the inner surface of the head adapter surface. To what extend this may have contributed to increase cobalt levels remains unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the investigation of the received products the reported event could be confirmed, nevertheless, we were not able to identify an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Product was received; investigation results have been updated.

Manufacturer narrative:
Concomitant medical products: therapy date unknown. Item# 01.00181.440, lot# 2496861, metasul ldh, head, 44, code j, taper 18/20. Item# unknown, lot# unknown, unknown hip stem. Complaint investigation: DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient underwent revision due to elevated metal ions and swelling. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a patient underwent revision surgery due to elevated levels of cobalt.